Manufacturer narrative:
The device remains implanted. A boston scientific crm technical service consultant discussed that the battery gauge of insignia/altrua devices rounds up to the nearest position to indicate the percentage battery status remaining. With this device, it could have been a battery gauge of 76 percent longevity remaining one year ago (which make sense as the patient was implanted in 2007). This would have given a full battery gauge reading (bol 100%). Now that the device depleted one more year, it likely reached the 41-50% position. Please note that if programming changes have been done or if lead impedances changed or if pacing percentage fluctuates, all this does have an impact on the battery gauge. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that at the previous follow up visit, this pacemaker indicated 4 years longevity remaining with a good battery status. At the most recent follow up visit, the longevity remaining had decreased by half. The battery status did not appear to be in proportion to the longevity remaining. Boston scientific crm technical services was contacted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that this product was returned with no reported product performance issues and no reported adverse patient effects several years following the reported inconsistency in remaining longevity.